Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm. Customer stated they were unable to change the infusion set because of the alarm. Customer's blood glucose was 146 mg/dl. The customer also reported they would be stuck in the priming loop on the insulin pump. The customer stated they were able resolve the no delivery alarm with a complete set change in the past. The customer declined to return the insulin pump for analysis.